Manufacturer narrative:
Section h6; code a01, patient device interaction problem, has been removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in an 89-year-old male patient undergoing protected percutaneous coronary intervention. The impella device was prepared according to the instructions for use and backloaded onto a 0.018-inch impella guidewire, advanced into the left ventricle, and initiated after wire removal. Upon initiation, the device ramped up to approximately 2.5 liters per minute; however, flow subsequently decreased to approximately 1.2 liters per minute. It was confirmed that the introducer sheath had been flushed prior to insertion. The physician performed repositioning of the device under fluoroscopic guidance; however, flow did not improve. As a result, a decision was made to exchange the device for a new impella cp. The removed impella cp device was inspected outside of the body, with no visible deformities or thrombus noted on external examination. A second impella cp was inserted without issue. The procedure was completed successfully on impella support. The device was explanted with no reported adverse clinical impact to the patient, and the patient survived to explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.